Manufacturer narrative:
Additional information: evaluation codes; narrative text. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was discarded and was not available for evaluation by edwards lifesciences. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon burst at the end of the valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (moderate annular calcification, severe native leaflet calcification, severe aortic root calcification, moderate stj calcification) likely contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tavr procedure, during the deployment of a 26mm sapien 3 valve, the commander delivery system balloon ruptured at the end of the valve deployment/inflation. The valve was successfully deployed with no paravalvular leak (pvl) observed. No post dilation of the valve was required. No injury to the patient was reported. The patient was transferred in stable condition and was discharged to home on postoperative day (pod) 2. The native annular valve area measured 533mm2 by CT. Moderate annular calcification, severe native leaflet calcification and severe aortic root calcification was reported. Moderate stj calcification was also reported. It was perceived that the heavy native leaflet and aortic root calcification caused the delivery system balloon to rupture at the end of the valve deployment. The device was discarded and is not available for evaluation.